Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no further issues had been experienced with the patient¿s system as of (B)(6) 2019. It was noted the patient was not injured and there was no problem¿ at the time of follow-up. It was ¿unknown¿ whether the stimulation increase was considered temporary or if the stimulation stayed increased after exposure to the ¿n system.¿ though clarification as to what the originally reported ¿handle was cut¿ meant, no further clarification was provided. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient ¿had a feeling that the stimulation increased considerably and the event that the handle was cut occurred.¿ it was noted the issue occurred when the patient¿s system passed through an ¿n system¿ surveillance system that was set at high speed. There were ¿few injuries¿ and the patient¿s physician ¿considered that the possibility of relation was low.¿ the hcp noted the cause of the event to be ¿related to the n system, which was set at high speed.¿ it was unknown whether the issue was resolved at the time of report. There were no surgical interventions planned or performed and the intractable pain patient was alive with no injury at the time of report. There were no further complications reported or anticipated.